Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is currently unavailable. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the oscillating bone saw device was insufficient/low. It was determined that the housing was cracked/damaged, the bearing was worn, the device was deformed/bent and the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check oscillation frequency. Minimum 15¿000 ¿ 18¿000 oscillation/minute, check operating of trigger/lever, general condition and check the tool coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.